Event description:
During a pfa procedure, mechanical issues resulted in a procedural delay. When starting the generator, an error appeared on the screen stating, "pfa generator fault hardware issue detected" and it required a restart of the generator. At least 5 restarts were needed in order for the generator to properly work, however, it only worked by restarting the generator with nothing connected to it and once it was working, then connect the ECG, catheter cable, fo and the rest of the devices. Troubleshooting included restarting the system, restarting the system connected in a different power socket, and power cycling the generator but the issue persisted. Then it was tried to start a case in ensite x and the connection did not work, the generator connection blinked green-orange and displayed the error message, current pfa generator time synchronization failed restart pfa generator. Additional troubleshooting included restarting the generator, shutting down all systems and starting them in the proper order (dws-amplifier-generator), changed the amplifier-generator fiber optic cable, changed the amplifier-generator fiber optic port, changed the amplifier-generator port connection to the one of the ampere system on the amplifier, ensured not in voxel mode, and changed the amplifier all with no resolution. The case was completed with the blinking connection. The catheter would disappear every 30 seconds and it was not possible to properly see the 3d lesions, e-field or contact force, but the anatomy could be collected and the procedure completed with no adverse patient consequences. Later, the generator was changed which resolved the issue.